Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat bladder hemangioma adjacent to left ureteral orifice. The patient underwent the concurrent procedures of cystocele repair with mesh graft, arcus-to-arcus technique, right sacrospinous ligament fixation anterior approach, cystoscopy, rectocele repair, site specific, high transverse defect and low transverse defect during mesh implantation.

Manufacturer narrative:
Date sent to FDA: 05/02/2016.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, urinary hesitancy, urinary loss of control, dysuria and urinary tract infection. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2005 and mesh was implanted. The patient underwent a mesh revision on (B)(6) 2007.

Manufacturer narrative:
Lawyer-filed report (B)(6). The patient underwent mesh implantation in order to treat pain, bloody discharge, cystocele, rectocele and uterine prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, fistulae, recurrence, bleeding and vaginal scarring. No additional information was provided. (B)(4).